Event description:
It was reported that customer pump screen had scratches and caller declined to speak with support at the time of the call. There was no reported impact to the customer¿s blood glucose level. Caller declined troubleshooting, no additional details were obtained, and no further action was required or taken by technical support.